Event description:
Account alleged that the hilow is drifting.

Manufacturer narrative:
Account cleaned the brakes and this did not resolve the issue. Technician recommended that account install the hilow rebuild kit. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.